Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2013. The patient reported blood glucose results of ¿76 mg/dl¿ with the subject meter and ¿25 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type not specified). The patient reportedly continued to administer his usual dose of medication (amount not specified). No symptoms were specified; however, that same afternoon, emergency medical services (ems) was contacted. The patient was administered glucose tablets/ glucose gel as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient was testing with expired test strips at the time of the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with another meter suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.